Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the returned faradrive sheath observed a tear in the connecting tube at the distal end of the 3-way stopcock. During preparation for testing, an attempt to evaluate the sheath for leak and aspiration performance was unsuccessful. A leak near the stopcock was observed as deionized water was injected into the side port to purge air out of the sheath. Microscopic inspection revealed a tear was noted where the connecting tube attaches to the stopcock, resulting in a significant leak pathway.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. The sheath was prepped on the table and no issue was found. The sheath was used during remapping with an octaray catheter as well as with farawave catheter. The physician thought there might be a clot on the wire, so he pulled the catheter out. When placing the catheter back in the sheath and aspirating, the physician noticed that there was a leak in the flush tubing of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. The sheath was prepped on the table and no issue was found. The sheath was used during remapping with an octaray catheter as well as with farawave catheter. The physician thought there might be a clot on the wire, so he pulled the catheter out. When placing the catheter back in the sheath and aspirating, the physician noticed that there was a leak in the flush tubing of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.